Manufacturer narrative:
(B)(4).

Event description:
Approx 1 month after implant, the pt presented with worsening of spastic symptomology. The pump contained lioresal. At the first pump refill, the expected residual volume was 3ml; that actual volume was 20ml (the pump was full). There were no annotations or alarms detected. After 1 week, they accessed the catheter access port but were unable to aspirate anything or inject any contrast. On (B)(6) 2011, the catheter was revised due to occlusion; the proximal end of the catheter was replaced. There was reported to be no pt injury. The pt was doing well following the revision procedure. The pt was showing clinical improvement and was receiving the correct therapy.